Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with strong dizziness and syncope. It was noted the pacing lead had possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.